Event description:
This complaint is being reported as a malfunction due to the alleged issue with the cartridge. Reportedly, the patient 'experienced difficulty with cycling.' He tries to cycle up and down but the cartridge will not move. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2012 device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge was returned to animas from lot # b201695. A visual inspection of the cartridge was performed with no damage or defects noted. A leak test and fill test were performed with no issues found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.